Event description:
Healthcare professional reported "piece of hair on here." Device was not implanted. It is unknown if patient contact occurred. It is unknown if the surgery was completed with a backup.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; crease flat, deformation, cloudy color in the gel observed after autoclave cycle and no observed hair on the device. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: no hair on the device was observed. A further investigation will be requested to analyze this case.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "piece of hair on here." Device was not implanted. It is unknown if patient contact occurred. It is unknown if the surgery was completed with a backup.